Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris extension set 84 inch ext set the tubing was clogged. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: concern description: unbable to flush/prime tubing.

Manufacturer narrative:
Follow up MDR for device evaluation. No product or photo was returned by the customer. It was reported that they are unable to flush/prime tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model c25006 lot number 21089050 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.